Event description:
The manufacturer received information alleging an everflo oxygen concentrator caught on fire. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The customer's complaint was confirmed. The thermal damage originated from an external source. The manufacturer confirmed thermal damage to the end user's tubing being exposed to open flames. The manufacturer confirmed the external surfaces of the device have evidence of thermal damage. There was no evidence of voids to the enclosure of the device. The device is covered in extinguishing agent. The device was inspected internally and found the device to be contaminated with dust, dirt,dander, house-hold fibers and odor of tar and nicotine. Testing of the device was not performed due to melting of the power cord. Product labeling states,"oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use. Do not use oil or grease on the concentrator or its components as these substances, when combined with oxygen, can greatly increase the potential for a fire hazard and personal injury." The manufacturer concludes the thermal damage was caused by an external source.